Event description:
It was reported that this left ventricular (lv) lead exhibited high impedance measurements. This lv lead remains in service. No adverse patient effects were reported. Additional information received reported that lv lead impedance measurements were high, but in-range. No additional adverse patient effects were reported. This lv lead remains in service.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead exhibited high impedance measurements. This lv lead remains in service. No adverse patient effects were reported.